Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor failed an internal pulse test. The cause for the failure was isolated to a shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. An internal corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to run detect and treat testing.